Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of patient samples did not complete the expected incubation period. At twenty-one (21) days, the mgit instrument alarmed indicating an insufficient growth error. In addition, quality control was affected. There were no health impact or consequences reported.

Event description:
It was reported when using the bd bactec¿ mgit¿ mycobacteria growth indicator tubes, an unspecified number of patient samples did not complete the expected incubation period. At twenty-one (21) days, the mgit instrument alarmed indicating an insufficient growth error. In addition, quality control was affected. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: material 245122 is manufactured by rehydrating the media components with usp purified water and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 4255406 was satisfactory per internal procedures. Formulation, torquing, and filling processes were within specifications. In process checks were performed at the designated intervals. Checks for fill volume were complete and within specifications per procedures. Those checks also confirmed that the caps were tightened to the validated specifications. Qc inspection and testing were satisfactory at time of release. The complaint history was reviewed and no other complaint has been taken on batch 4255406 for performance issues. The retention samples were not available for inspection. A photo of what appears to be a test result report sheet was provided by the customer; however, no conclusions for the complaint can be made from this. There were no returns available to assist with the investigation of this complaint. This complaint cannot be confirmed for performance. No complaint trend has been identified, no actions are indicated at this time. Bd will continue to trend complaints for defects.